Event description:
Edwards learned via the implant patient registry that a 21mm aortic valve was explanted at implant and replaced with a model 3300tfx 19mm aortic valve. Through follow up with the surgeon, it was learned the explant was due to a paravalvular leak. The surgeon indicated there was no malfunction of the device; however, the pvl was detected by post-operative tee after the patient had come off cpb. The patient was put back on cpb and the 21mm valve was replaced with a 19mm valve. During implant of the 19mm valve, it was noted there was concern that the larger size valve had contributed to a tear in the annulus. Patient was separated from cpb without difficulty. Post-operative tee showed no pvl and good bioprosthetic valve function. Patient was taken to ICU in stable condition.

Manufacturer narrative:
The device is not available for return and evaluation because it was discarded by the hospital. However, the surgeon did disassociate the device indicating there was no malfunction of the valve. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the surgeon indicated in the operative report that a valve suture in the non-coronary annulus had torn through, leading to a paravalvular defect. Without return of the device, we are unable to confirm the clinical statements made by the health care provider.